Manufacturer narrative:
Investigation summary: the available sample was analyzed and it was possible to observe smoky cylinder. The material has degraded due to high temperature. The probable cause for the defect is related to increased temperatures for process restart and startup. After the mold injects, temperatures are re-established and the first cycles are segregated. In this specific case there was a failure in this segregation, which made it possible to send non-conforming samples to the customer. The incident identified from this complaint will be monitored for trend assessment. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that during use of the bd plastipak¿ 20ml syringe luer slip the medicine changed color after being aspirated into the syringe, it was observed that the plunger causes this. This occurred on 2 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: opened two syringes 20ml with the same problem, but it was just identified after the aspiration when the defect became more visible. The defect noticed was that the drug change the color after being aspirated in the syringe, it was observed that the plunger cause this. The incident was noticed during the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood to the skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ 20 ml syringe luer slip the medicine changed color after being aspirated into the syringe, it was observed that the plunger causes this. This occurred on 2 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: opened two syringes 20 ml with the same problem, but it was just identified after the aspiration when the defect became more visible. The defect noticed was that the drug change the color after being aspirated in the syringe, it was observed that the plunger cause this. The incident was noticed during the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood to the skin.